Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed housing damage. The keypad power button mechanically failed. The power button does not spring back to the fully extended position following release of depression. This results in the device being difficult to power on or off. This may result in random power on and off, however this was not observed in testing. The device was unable to operate on battery power. The battery measured 0.4vdc instead of 6vdc. The device was able to obtain spo2 and pulse rate readings on ac power. The device was found to visually and audibly alarm during alarm conditions. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the rad-8 randomly turns off and on, cannot power off with the power button, and the speaker bracket is broken. No patient impact or consequences were reported.